Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) levels ranged from the 300¿s (mg/dl) to greater than 500 (mg/dl) with high ketones. Reportedly, the bg level was addressed with manual injections. In addition, champagne size air bubbles were observed along the infusion set tubing. Reportedly, the customer reverted to manual injections and declined troubleshooting from tandem technical support.